Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the touchscreen was intermittently unresponsive. Customer's blood glucose was 330 mg/dl. Reportedly a pump reset resolved the issues.